Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint.- legal claim alleges the patient's devices were removed. Doi: unk - dor: (B)(6) 2010. **update: (B)(4) 2013 - litigation papers received. Litigation alleges pain and difficulty ambulating. Date of implant and affected side have been provided. Both liner and head are being reported to address these issues. Update rec¿d (B)(4) 2013 ¿ pfs and medical records received. Part/lot was provided. The correct doi was provided. Revision operative notes also indicated a loose stem. The stem and sleeve have now been reported. Original litigation mentioned issues from metal on metal; however, the sticker sheet indicates that the patient was actually implanted with poly. There is no new additional information that would affect the existing MDR decision. Records have been attached for further review. The complaint was updated on: (B)(6) 2013.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned and are presumed yet implanted. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessar

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of stem.